Manufacturer narrative:
(B)(4).

Event description:
During ablation for this procedure, noise was reported on the smart touch unidirectional catheter on both the carto system and the bard recording system. The catheter cables were replaced without the problem being fixed. The issue was resolved when this catheter was replaced. There was no consequence to the patient due to this issue and the procedure was completed successfully. Upon request, additional information was provided on the event on (B)(6) 2014. There was noise on all body surface (bs) and intracardiac (ic) recordings on both the carto system and the bard recording system at the same time. The physician was unable to interpret the signals with the noise. The procedure could not continue with this state of noise. Per the additional information received on (B)(4) 2014 stating the severity of the noise on all the bs and ic recordings on both the carto and the bard recording system at the same time is indicative of a reportable event, thus marking (B)(4) 2014 as the awareness date for this report.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) for lot 15871139m was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No.: (B)(4).